Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer would not boot up. It was opened it and there was evidence of electrical overstress on an internal component on the printed circuit board. The circuit boards were replaced, and the issue was resolved. The programmer software was reinstalled, and the programmer functions were tested without further trouble.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this programmer which had been lost for several years required numerous software updates. While performing the first update the field representative noted a burning smell and shortly thereafter clicking/cracking sounds before the unit shut itself down. The field representative attempted to reboot the programmer without success. After allowing time for the programmer to cool down attempts reboot it were unsuccessful as the programmer was unresponsive. The unit was deactivated and returned for evaluation.